Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A lawsuit alleges: the patient experienced electrical arcing and shocking repeatedly from the pacemaker. The patient sought further treatment where the device was "deactivated". The patient has suffered physical pain, underwent further surgery, and will likely be required to seek future medical treatment resulting from the negligent conduct alleged above. The device remains in use. No further patient complications have been reported as a result of this event.